Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Journal citation: hannawa, k.k., good e.d., haft, j.w., & williams, d.m. (2015). Percutaneous extraction of embolized intracardiac inferior vena cava filter struts using fused intracardiac ultrasound and electroanatomic mapping. Journal of vascular interventional radiology, 2015; 26: 1368-1374. Http://dx.doi.org/10.1016/j.jvir.2015.05.013. The investigation is currently on-going. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 17 months post inferior vena cava filter deployment for status post mva, CT scan allegedly demonstrated a detached filter limb within the interventricular septum (protruding into both ventricular cavities). An unsuccessful attempt to retrieve the filter limb with a snare was discontinued and the patient developed ventricular tachycardia. Following multiple attempts using intracardiac echocardiography and 3d electroanatomic mapping, adenosine induced asystole and a microsnare were successful in capturing and retrieving the detached filter limb percutaneously. The patient presented with complaint of chest and right upper quadrant pain and had no recurrence of cardiac arrhythmia one year post filter limb retrieval.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a radiopaque linear metallic foreign body located in the heart and the radiopaque linear metallic foreign body was removed from the heart can be confirmed. Based on the images provided, the radiopaque linear metallic foreign body cannot be confirmed for a detached filter limb. Conclusion: a radiopaque linear metallic foreign body located in the heart can be confirmed; however, the identity of the object cannot be confirmed. Therefore, the investigation is inconclusive for a detached filter limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications:- filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.